Manufacturer narrative:
Evaluation of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. Based on the complaint history, evaluation of the returned product and work order search, a specific root cause of the event could not be determined. The injector and cartridge were not returned for evaluation. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon was attempting to insert an aa4203tl silicone toric single piece lens, 20.5 se/3.5 diopter, but was unable to advance the lens in the injector. There was no patient contact or injury. The reporter stated the cause of the event may have been due to the injector was overused or may not have been sterilized properly.